Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced burns, bruising and irritation of the skin at the ipg site on the right side following an MRI. The patient is implanted with 2 ipg's and it is unknown which ipg contributed to the event. Medwatch #'s: mw5187654, mw5187655.